Event description:
Synovitis. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a male (age not provided), initials unknown with osteoarthritis (kellgren and lawrence grade 4 with prior effusion from right knee). (B)(4). The patient's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20); (two courses). It was reported that the patient was (B)(6) at the time of first course of synvisc. On (B)(6) 2004, the patient initiated treatment with intra-articular synvisc injection of third course in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2004, the patient experienced synovitis of both knees. On an unspecified date in (B)(6) 2004, 17 cc amount of fluid was aspirated from left knee, which was slight turbid (mild joint effusion). It was reported that the patient received treatment with xylocaine (lidocaine), at a dose of 01 cc and intra-articular betamethasone, at a dose of 1.3 cc for the event of synovitis of both knees and left knee effusion. Action taken with synvisc treatment was not provided. The outcome for the events of synovitis of both knee (it was reported that the patient recovered from the event of synovitis of left knee after seven days) and left knee effusion was not provided. Concomitant medications were not provided. The intensity for both the events was mild. The reporting physician assessed the relationship between synvisc and synovitis of both knees as definite and did not provide the relationship with left knee effusion. Follow-up information was received on 04/10/2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.